Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that patient felt like leads were placed too loose, they became disconnected and patient did not notice much improvement as they felt the same as before. Patient would have the leads removed the day of the report. No further patient complications were reported/ anticipated as a result of this event.